Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found inside the fluid path of a 10 ml bd emerald¿ syringe prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a hair was found inside the fluid path of a 10ml bd emerald¿ syringe prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with a picture of the affected sample. We have been provided also with the affected sample. A hair between the hub of the needle and the needle shield was detected in this returned sample. We could confirm the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4253, and nº4260, in lot #7265386 (september 25th ¿ 30th, 2017). Research has found no problems, defects or qn related to the reported issue. After analyzing the picture and the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The hair was lost probably due to a failure to perform any practice of gmp, or neglect, or as part of some raw materials. Finally this foreign matter ended in the assembly machine which produced the mentioned non-conformance. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence. The hair was lost by the operator during the assembly process and finally ended inside the syringe. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a hair was found inside the fluid path of a 10ml bd emerald¿ syringe prior to use. There was no report of exposure, serious injury or medical intervention.